Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, swivelock, ar-2324bcct, batch 15092127, was returned for investigation. Visual inspection identified that the anchor was damaged. It was broken and the threads were nicked. Functional testing was not performed due to the damage to the device. The method used to prepare the bone, was not provided. The most likely cause can be attributed to misuse due to improper bone preparation; misaligned insertion; or prying/leveraging the screw during insertion. Per dfu-0054-eo; revision 5: avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/11/2024, it was reported by an arthrex employee via email that an ar-2324bcct biocomposite swivelock c anchor broke during insertion. All the broken fragments were removed successfully. The case was completed using another ar-2324bcct biocomposite swivelock c. This was discovered during an rcr procedure on (B)(6) . The patient suffered no negative effects. Additional information received on 4/23/2024: the case was delayed thirty minutes; additional anesthesia was not needed.